Manufacturer narrative:
(B) (4). The ge service rep set up the tube, kvp/ma offset, collimator preview, etc. The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the system did not display an image. No pt injury was reported.